Event description:
It was reported that during the carotid stenting procedure, the patient experienced "slurred speech, and lost their grip on the right hand". This was initially attributed to the fentanyl that was administered shortly after the procedure began. After the onset of these symptoms, narcan was administered and the patient recovered within 4 minutes. The post procedure nihss showed mild to moderate dysarthria. The pt was unsteady standing. The condition was continuing. The CT scan post-procedure was negative. Based on medical opinion, the patient symptoms have been determined to be the result of a stroke.

Event description:
Based on the clinical adjudication form received on 12/9/2005, this event is considered a tia, and not a stroke; therefore, this would not be a reportable event.